Event description:
The doctor used kryptonite material during a maxillary procedure. The pt notified the doctor that kryptonite material was present in the nasal cavity. The doctor performed a revision to remove the kryptonite material and noted that the material was not adherent.

Manufacturer narrative:
The tested kryptonite material performance was consistent with expectation and does not suggest a non-conformance. No noticeable differences (i.e., viscosity, mixing, etc.) Were observed with the suspect kits. The noted poor adhesion can also be attributed to insufficient or poor site preparation (light cleaning) which may result in less than optimal interconnectivity with the host site.